Manufacturer narrative:
Review of service records identified that on (B)(6) 2015, the user facility contacted steris and reported water was leaking from their reliance 444 washer. At that time, a steris service technician inspected the washer and found that the door gasket was not firmly seated in the retainer, causing the reported water leak. The technician adjusted the door gasket, tested the unit, confirmed the unit to be operating according to specifications, and returned it to service. At the time of the event, the technician was not informed of any injury or slip/fall hazard; therefore, a complaint was not opened as the service request would not have met the definition of a complaint as it was a repair activity. No additional issues have been reported.

Event description:
The steris legal department was contacted on (B)(6) 2019 regarding an alleged slip/fall injury involving a reliance 444 washer occurring on (B)(6) 2015.